Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2015. It was reported the patient had an intraventricular hemorrhage associated with prematurity. The patient had hydrocephalus when he was born. The patient had a ventricular access device (vad) placed which allowed removal of excess cerebrospinal fluid while he recovered from the hemorrhage, but did not need a shunt. Cerebrospinal fluid (csf) was tested and found to be infected. The patient had staphylococcus infection. Fluid was taken out of the 1st, 2nd and 3rd ventricles because they were enlarged. An evd (external ventricular drain) was put in to reduce pressure. The patient has had no other access to the cerebral spinal fluid. The patient started vomiting in (B)(6) and was vomiting increasingly for over a month. The patient had worsening constipation after the pump was implanted ((B)(6) 2015). It was believed the vomiting was from constipation but it was from hydrocephalus. The patient had a cleanse done at the hospital. The patient was going to have a shunt put in and antibiotic treatment for 7 days. The patient was on antibiotics. The hydrocephalus cleared itself and he did not need a shunt. The pump and catheter were explanted (B)(6) 2016 and showed no signs of infection. The catheter was spliced during the explant. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was planned to have the vad explanted (B)(6) 2016. It was unknown if the issue was resolved. The device will be replaced in the future. Patient status was alive - no injury.

Manufacturer narrative:
Analysis of the pump on 2016-08-22 revealed no anomaly. Analysis of the catheter on 2016-08-22 revealed no significant anomaly; the catheter was returned incomplete / in segments and had met acceptable testing. As per the pump¿s logs, lioresal with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 96.1 mcg/day as of (B)(6) 2016. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.